Event description:
A leak on the device in 03/2005 the caller was inquiring on possible causes of a leak on the tube while in use with a passy muir valve. The caller reorted that the leak did not cause the pt to discontinue use of the device. Ne information reported by the customer in 2006 claimed that the tube did eventually require preplacement due to the leak. The tube was replaced without incident.